Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the peritonitis and another indication for three days. On an unreported date, in the same month as onset, the patient began treatment for the event with vancomycin and cefepime (doses, frequencies, and routes were not reported). On an unreported date, in the same year as onset, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.